Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead had high impedance and a high short v-v count. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning 2014-(B)(4), the sensing integrity counts up to 8247; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. The rv pacing impedance measured 4832 ohms; increased from trend of approximately 600 ohms. The impedance continues to be high and variable.